Event description:
It was reported that customer experienced cgm error while using sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received guidance to perform pump reset, completed reset with assistance, and was able to successfully start new sensor session without recurring error; no additional information was received regarding the outcome of the event.